Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience prox is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that during the procedure of the heavily tortuous, mildly calcified, coronary artery, while advancing the 2.5 x 33 xience prox stent in the guide catheter, the stent dislodged. Resistance was not felt. The stent delivery system and stent implant were removed from the guide catheter without reported issue and a different 2.5 x 33 mm xience prox was successfully implanted. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Event description:
Subsequent to the initiall 30-day medwatch report, the following information was received: a 2.75 x 38 xience prox stent dislodged and was removed from the patient. A 2.5 x 38 mm xience prox stent was successfully implanted to complete the procedure.

Manufacturer narrative:
(B)(4). Correction: event description, catalog number. Evaluation summary: the device was returned for analysis. The reported stent dislodgement was not confirmed, as the device was returned with the stent implant stationary on the balloon, between the markers. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.